Manufacturer narrative:
Continuation of d10: product ID 8780 lot# hg77r0d10 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/doses via an implantable pump for malignant pain. It was reported that the patient's pump was implanted on (B)(6) 2023, but they let the pump run out of medication in (B)(6) 2024 because it was not doing the job for their back whatsoever and the patient was still in terrible pain. The patient rep stated they went to a pain management doctor yesterday who said they do not work with pumps, or prescribe fentanyl, but someone else who works with pumps could put something else into the pump instead of morphine, such as dilaudid or fentanyl. The patient rep inquired if this was accurate because implanting healthcare provider (hcp) never mentioned that to them as a possibility and told them to let the pump run out if it was not helping them. The patient rep stated they spoke with a nurse from hcp's office, who said that they could not restart it because the catheter that goes up into the spine was disintegrating or it was not good and said it could be a catheter issue and basically dismissed them. Then the nurse told them they would have to do an operation to replace the catheter but the other doctor (pain management) said they would just have to flush out the catheter, and patient rep did not know which one was true. The patient rep stated they were in between a rock and a hard place because the pump was (permanently) 'shut down' (service case dated (B)(6)2025) and patient had been on oral morphine pills since (B)(6) 2024 that were wreaking havoc with the patient's digestive and intestines and all that stuff so they wanted to put the patient on the fentanyl patch because it was an even keel kind of thing, so 'he's not having peaks and valleys, because he's been on oral pain meds for 44 years so he needs something constant that won't interfere with his internal workings'. The patient rep stated they were working with patient's primary care doctor who was going to do the fentanyl patch, but stated most doctor's could not prescribe that anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that for about the last 1.5-2 months they started getting a burning pain at the implant site and it had been getting worse. The patient stated that at first it felt like a pinching of the skin, and it had continued to get worse and now it felt like a hot, burning like the pump was giving off heat. The patient stated that they think maybe the battery is shorting out or the battery itself is leaking. The patient stated that they would be seeing a new healthcare provider in about 2 weeks.